Event description:
Boston scientific received information that this left ventricular lead was positioned into the os of the coronary sinus. The lead paced and sensed the atrium with acceptable numbers. Some fairfield sensing of the r wave was noted; the pvarp and sensitivity settings were reprogrammed. The following day, this lead had dislodged and was located in the atrium. The lead remains in the current position and the device was reprogrammed to vvi pacing mode. No adverse patient effects were reported. There were no complaints against this lead as this was considered off-label use and it was thought the patient with this lead has poor heart tissue.

Manufacturer narrative:
According to available information, the device was reprogrammed to vvi pacing mode. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
- -

Manufacturer narrative:
- -